Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2018 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of 2x perfix plug (device #1, #2). Per operative notes, ¿an indirect hernia sac was identified and dissected. The contents of the sac were reduced and excised. 2x perfix plug (device #1, #2) were placed and sutured. (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with excision of perfix plug (device #1, #2) and implant of synthetic mesh. Per operative notes, ¿a direct and indirect hernia defect were identified, and the contents were reduced. The previous meshes (device #1& #2) were encountered and excised. A synthetic mesh was placed and sutured.¿ (B)(6) 2019 - patient was diagnosed with recurrent right inguinal hernia thereby underwent robotic converted to open repair with implant of 3dmax (device #3) and perfix plug (device #4). Per operative notes, ¿the dense adhesions were taken down. The hernia defect was identified and reduced. A 3dmax (device #3) and perfix plug (device #4) were placed and sutured.